Event description:
When squeezing the bulb on the nasal syringe, the clear piece that goes into the babies nose popped off and hit my baby in the eye and scratching her cheek. I put it back together and tried to squeeze it one more time to only have it happen everytime it was squeezed. Incident date: (B)(6) 2011, this is an estimate. Injury, no first aid or medical attention received. Retailer: (B)(4). Purchase date: (B)(6) 2011, this date is an estimate.